Event description:
Patient had cosmetic injection of volbella (hyaluronic acid filler) by allergan in (B)(6) 2017. At her follow up several weeks later she continued to do well and was happy with cosmetic outcome. She had surgery on her foot in late (B)(6) 2017 and then said she became aware of lumps under the skin on her lips several weeks later. These delayed onset nodules have been well described in the literature and conversationally with other practitioners. I am reporting in hopes that we can get a more accurate estimation of how often this problem is happening. Patient has been started on appropriate therapy to resolve the issue and will follow-up in my office in 2 weeks.